Event description:
Reporter indicated he "was getting an error message that said something like 'sql error' after he had interrogated" a patient's vns therapy pulse generator. Troubleshooting was unsuccessful in resolving the issue and the handheld and software were returned to manufacturer for product analysis. An analysis was performed on the returned products and the cause for the reported complaint was found to be associated with a corrupt database. The analysis could not determine the initial cause of the database corruption, but it is most likely associated with the returned flashcard.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.